Event description:
A malfunction was reported on the pump. There was no reported impact on the customer¿s blood glucose level. The customer was provided with information to reset the pump and was assisted by technical support. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further malfunction codes appear.